Event description:
Caller states the patient tested >8.0 inr on the coaguchek s system and 3.2 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.